Event description:
The doctor indicated fracture. The patient's prosthesis fell off and the patient was re-examined, and the implants were checked and found that there were cracks in the neck of the implants at tooth locations #34 and #44. The implants were removed and the site was sutured.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02002. Zimmer biomet complaint number (B)(4). Patient identifier: (B)(6). Weight unknown /not provided. Unique device identifier (UDI) unknown/not available. Additional PMA/510(k) number ¿ k011028 / k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02002-1. This report is being submitted to relay additional information and device evaluation. Two (2) impl apered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) implants were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (63718876). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63718876) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event, and the complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is patient factors/parafunctional habits (i.e.: bruxism, clenching, diabetes, osteoporosis and inadequate oral hygiene) over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.